Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) detected episodes in the fast ventricular tachycardia (fvt) zone and delivered anti-tachycardia pacing (atp) and upon review, the episodes showed atrial fibrillation with rapid ventricular response (af with rvr.) No action was taken, and the crt-d was later prophylactically explanted and replaced due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.